Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation also revealed that the pusher assembly was fractured. This damage is likely the reported bend. If the ruby coil is advanced against resistance, the pusher assembly may kink and subsequently fracture. If the pusher assembly fractures, subsequent manipulation will likely cause the embolization coil to detach. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left gonadal vein using a px slim delivery microcatheter (px slim) and ruby coils. During the procedure, the physician experienced resistance while advancing the ruby coil through the distal end of the px slim. Therefore, the ruby coil and the px slim were removed. After removing the px slim, the physician noticed that it was bent at the distal end and the ruby coil was unintentionally detached inside the px slim. The procedure was completed using a new ruby coil and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.